Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer started to perform a pump system check and insulin was observed exiting from the tubing and the infusion set site was not changed. The customer received another occlusion and removed the cannula. No damage was observed. The customer declined tandem technical support's offer to troubleshoot. The customer inserted a new infusion set site and cleared the occlusion. Insulin deliver was resumed.